Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# (B)(4) serial# implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type lead product ID 3387s-40 lot# (B)(4) serial# implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jun-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were removed halfway with the other half still connected to old extension. Stage 2 of explant is scheduled for 10/14 where the rest of the lead, extension, and implantable neurostimulator (ins) will be replaced. The cause per the healthcare provider (hcp) were a lack of efficacy, desire for new sensight/brainsense technology for greater programming options. Actions taken to resolve issue were multiple programming sessions, stimulation adjustment. The neuro team and patient agreed upon revision surgery. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0yfyb, implanted: (B)(6) 2017. Explanted (B)(6) 2022 :product type: lead. Product ID 3387s-40 lot# va0yzc9, implanted: (B)(6) 2017. Explanted: (B)(6) 2022. Product type: lead. Product ID 3708660, serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2022. Product type: extension. Product ID 3708660, serial# (B)(6). Implanted: (B)(6) 2017. Explanted: (B)(6) 2022. Product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause for replacing the lead was efficacy. Rep will not know if the issue is resolved until programming and subsequent follow ups. This information has been confirmed with the physician. Additional information was received from the manufacturer representative (rep) that the patient's old extensions, remainder of old leads, and old generator were explanted and replaced with new extensions and generator.

Manufacturer narrative:
H3. Analysis of the lead (s/n (B)(6) found the outer insulation of the lead body had breached esc. Analysis of the lead (s/n (B)(6) found analysis of the extension (s/n (B)(6) found no significant anomaly. Analysis of the extension (s/n (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6) no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the lead (l/n va0yfyb) found there was a breach due to an environmental stress crack on the outer insulation of the body of the lead. Analysis of the lead (l/n va0yzc9) found there was a breach due to an environmental stress crack on the outer insulation of the body of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.